Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -8.00 diopter implantable collamer lens had tore during injection/delivery into the eye. There was no patient contact. A back up lens was implanted and the problem was resolved. This occurred on (B)(6) 2024.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).